Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a gastrointestinal (gi) bleed on an unspecified date. The patient¿s lactate dehydrogenase (ldh) level increased from 300 u/l to 600¿s u/l after the gi bleed and subsequent reversal of inr and anticoagulation. There were no abnormal pump parameters, but there was concern for early, evolving pump thrombosis. Additional information was requested, but none has been provided.

Event description:
It was reported that the onset of the signs of the gastrointestinal bleed was on (B)(6) 2018 at an outside hospital, as the patient experienced a drop in their hematocrit. A CT scan of the patient¿s abdomen was performed and the patient was given a blood transfusion. The patient also had a colonoscopy and the source of the bleed was confirmed, and a polypectomy was performed. During the same hospital admission the patient¿s elevated lactate dehydrogenase (ldh) level was treated with bivulrudin. The patient is currently home and doing well. The ldh level is trending down.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.